Event description:
It was reported that the customer was hospitalized on (B)(6) 2014. Blood glucose levels at the time of hospitalization 415 mg/dl. Customer was treated with insulin drip and hydration IV. Customer's blood glucose level at the time of the call 159mg/dl. Troubleshooting of the insulin pump occured. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).